Manufacturer narrative:
The device history record for ultra evacuation unit serial number (B)(4) was reviewed and noted no related non-conformances, requests for deviation (rfd) or any other issues with the repair. The previous repair report review found no issues with the device after repair and all verifications, inspections and tests were successfully completed. On (B)(6) 2018, it was reported from (B)(6) hospital there was a short in the wiring. It was believed that the coupler was not connecting to the to the unit. The service technician from uhs arrived at the site on (B)(4) 2018, evaluated the unit and confirmed that unit had intermittent evac communication errors. After that he replaced coupler for the unit and confirmed that the unit was functioning as intended. The service technician then returned the unit back to service without any further concerns. The unit was tested, inspected, and repaired. Service work order (B)(4) on 27 september 2018. The reported event of the unit having a short was never confirmed during inspection of the device. Therefore the root cause could not be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
It was reported that there was a short in the wiring. The event occurred during cleaning. No adverse events were reported as a result of this malfunction.